Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a low intrinsic amplitude. The patient was seen in-clinic, and the r wave measurement was found to be approximately 1.6 to 1.8mv (millivolts). The measurement at implant was 6mv. It was also noted the rv threshold had increased from 0.4v (volts) at implant to 1.2v currently. The patient had imaging performed and the lead shows similar position at implant, although is on the anterior wall. The physician elected to replace the lead and implant a new one with the same model number. This lead was explanted and replaced successfully. The explanted lead was discarded and will not return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.